Event description:
An optometrist reported that a pt presented wearing lenses with severe discomfort, right eye. Slit lamp examination revealed 3 mm marginally central ulcer temporally with visual acuity of 20/70 while wearing contact lens. Diagnosis fungal corneal ulcer. Treatment zymar every 1 hour while awake and xibron bid. No improvement at 3 day follow up. Lotimax tid added & xibron increased to qid. Followed for several days with visual acuity fluctuating with no improvements. Referred to ophthalmologist, culture performed. Results of rare aspergillus fumigatus. Culture repeated 4 days later with same results. Ulcer resolving with reduction in size, 0.8 mm overlapping centrally. Voriconazole & natamycin added. Last reported acuity 20/40 right eye with ongoing treatment. Pre-event best corrected acuity noted as 20/25, right eye. Last visit to an ecp prior to onset of symptoms was 2007. Ecp reported no fungal growth was found after 5 days in 2 lenses they sent to an independent lab for testing. Request has been made for any add'l info.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." The warnings section of the package insert & the pt instructions for use booklet specifically state "if a pt experiences eye discomfort, excessive tearing, vision changes, redness of the eye, or other problems, they should be instructed to immediately remove their lenses and promptly contact their eye care professional. It is recommended that contact lens wearers see their eye care professional regularly as directed." Eval of returned unopened complaint samples is underway. If any abnormality is found, a follow up report will be provided. The device history records & sterility records have been reviewed by mfg and found to be in compliance.